Manufacturer narrative:
(B)(4). Batch # p56c8r. The analysis found that one pse45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. One ecr45w cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what is the surgeon¿s experience with device? Surgeon was new to device. Can it be confirmed that the bronchus and vessel were taken in the same firing? Yes. If yes, is this the surgeon¿s normal technique? Yes, with ats. Please confirm what vessels were within jaws at time of firing. Yes. What is the current patient status? Patient is well now.

Event description:
It was reported that during a vats procedure the surgeon closed pse45a with white reload across the rll vessels and bronchus and waited for 15 seconds then fired when he opened the jaws there was a significant amount of bleeding. He re-clamped the device to control the bleeding and a thoracotomy was performed. Vessels secured with clamps. Pse45a released and removed. Same gun reloaded with white load and re positioned and re-fired. Jaws opened and gun removed - a small bleed was noticed and over-sewed with pds. Patient closed and sent to ICU. Note - patient had a previous lung resection for metastatic osteosarcoma. Surgeon was questioned about tissue thickness and asked about the reload colour prior to loading. Surgeon noted that with the 2nd firing the small bleed may have been where the staple lines crossed. Usually these cases are done using the ats45 with a white reload. I checked the reload that was first fired and all the staple pushers are visible. Patient consequence description:significant bleeding initially then controlled ? Amount 200 ml.